Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, her blood glucose had lowered to 40 mg/dl and the insulin pump did not go into threshold suspend. Troubleshooting was performed and it was found the threshold suspend feature was off. Current blood glucose was 69 mg/dl and customer stated it shouldn't be because a few hours she checked and it was 140 mg/dl. Customer declined troubleshooting for low blood glucose. Customer is not returning the device for further analysis.